Event description:
It was reported during use the relion® insulin syringe hub separated from the device. The following information was provided by the initial reporter:" the consumer has to pull hard to get the shield off of some of the syringes which result in the needle and hub staying inside the shield."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/19/2020. H.6. Investigation: customer returned (4) loose 3/10cc syringes. Customer states that they have to pull hard to get the shield off of some of the syringes which result in the needle and hub staying inside the shield. All syringes were returned with the hub-needles/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9252585. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200851630, 200851661] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1122103 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9252585. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200851630, 200851661] noted that did not pertain to the complaint. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the relion® insulin syringe hub separated from the device. The following information was provided by the initial reporter:" the consumer has to pull hard to get the shield off of some of the syringes which result in the needle and hub staying inside the shield."